Manufacturer narrative:
The product will not be returned and remains in the patient. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, loss of capture (loc) and greater than 2500 ohms impedance measurements. A lead fracture was suspected and a lead revision was performed. This lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.